Event description:
A customer reported that the papillary vessels showed significantly reduced perfusion when the pedal was released and there was no aspiration, resulting in pallor and patient experienced high intraocular pressure, papilla vessels lowered the perfusion during vitrectomy surgery. The surgery was completed on the same day. Peripheral vitrectomy had to be performed with minimal indentation and always in shaving mode (aspirating).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.